Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe ongoing dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair with bio-a mesh and linx device implantation occurred without issue on (B)(6) 2017. It was noted that the "patient did not follow directions re: post op eating". Patient received two balloon dilations. Device explant due severe ongoing dysphagia occurred on (B)(6) 2018. A fundoplication was performed at the time. It was observed that "the tissue adjacent to the bio-a mesh had scarred down to it, making retrieval of the device more challenging" and it was noted that this "reaction may have contributed to the function of linx" and the patient's dysphagia symptoms.